Manufacturer narrative:
The calibration and qc were acceptable. A general product problem was excluded. Pre-analytical issues could not be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The alarm trace showed abnormal aspiration" alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient on a cobas c 503 analytical unit. The initial result was 555 mol/l, and the repeated result was 525 mol/l. The physician questioned the results, and the sample was repeated. The repeated results were 641 mol/l, 65.3 mol/l, 366 mol/l, 368 mol/l, 367 mol/l, 367 mol/l, and 368 mol/l. A second sample (collected at the same time as the first sample) from the same patient was tested, and the results were 65.0 mol/l, 65.3 mol/l, 65.3 mol/l, 66.5 mol/l, 66.2 mol/l.